Event description:
Intensivist md called urgently to bedside for inability to ventilate patient. Bronchoscopy performed, thick secretions, repositioned tube, bronchoscope removed and ett was kinked. Anesthesia called to assist, tube manipulated and unkinked. Tube exchanger passed, ett removed and new 7.5 ett placed. No further problems. Another md reported a similar issue with another patient but this is anecdotal only as we have no other information re this other incident.